Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked battery door cover and CPAP/o2 knobs, bent front panel also missing a nut. The input/output label has been removed around the patient outlet fitting causing minor nicks on the bottom case, and the input manifold is loose on the bottom chassis. The customer stated problem was duplicated. The alarm was consistently flashing low pressure no matter the back pressure applied. The input fitting was not loose, but the input manifold was. The patient outlet fitting is loose. Re-set patient pressure cycling led. Tightened all retaining screws, installed an oring to the patient outlet fitting and tightening to torque specs. The cause of the reported problem was traced to the user. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
It was reported that there was a low pressure alarm on 3 patients, o2 fitting is loose and patient fitting.